Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote transmission revealed a single non-sustained right ventricular oversensing episode due to far p-wave oversensing and low level noise. The noise episode appears to be consistent tent with myopotential oversensing. The signal amplitude setting was increased and the patient has no further issues with any more oversensing. The patient had no adverse issues.